Event description:
New information received notes that the lv lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient's left ventricular (lv) lead had failed to capture. No intervention was performed. The patient was in stable condition.